Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and high current draw was noted. The cause of the premature battery depletion was found to be an anomalous component on the hybrid.

Event description:
It was reported that the patient presented to clinic after receiving an alert that the device had reached eri. Premature battery depletion was observed, and upon review of data the device was found at eol. Device was explanted and replaced. Patients condition was good.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.